Event description:
The customer reported that the IV set was found leaking fluids and that the patient's arm and bedding were found wet. The customer also reported that the tubing leak appeared to be above where it was taped on the patient's arm. Customer stated that there was no patient harm or medical intervention and that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received for evaluation. A follow up report will be submitted with investigation results, should it be received for evaluation.